Event description:
A 48-yr-old female had removal of silicone breast implants in 7/17/95. These were replaced with saline implants. The pt was returned to the or on 4/4/96 for removal and replacement fo leaking left breast implant.